Event description:
It was reported to boston scientific corp that during a pelvic floor repair procedure using an uphold vaginal support system, the physician used a hemostat to grab the dilator and pull the mesh leg assembly through the pt's sacrospinous ligament. At this time, the dilator bunched and then the needle detached outside the pt. It is unk if any portion of the suture was still attached to the needle when it detached. The procedure was completed with another uphold vaginal support system without any complications to the pt, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the physician used a hemostat to grab the dilator and pull the mesh leg assembly through the patient's sacrospinous ligament. At this time, the dilator bunched and then the needle detached outside the patient. It is unknown if any portion of the suture was still attached to the needle when it detached. The procedure was completed with another uphold vaginal support system without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Device evaluation: visual analysis of the returned uphold vaginal support system device showed both needles were missing. The initial complaint of the needle detachment is confirmed. Bunching was not noticed on the dilator. The initial complaint of the dilator bunching is not confirmed. Mechanical tests of the returned capio open access suture capturing device showed that it operated freely and smoothly. Visual analysis of the capio device showed that the gray handle was cracked. No defects were observed with the carrier, carrier housing, or the catch. The probable root cause for the needle detaching was determined to be design. The probable root cause for the cracked capio device handle could not be determined. Additional information: the returned device had a lot number of "0ml9062301."

Manufacturer narrative:
The pt is reported to be over 50 yrs of age. The device has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).